Event description:
It was reported that during a stenting treatment procedure, a shaft fracture occurred. The lesion being treated was located in the obtuse marginal (om). The physician attempted to advance the 2.75x12mm liberte stent over the guide wire and through the guide catheter. As the shaft of the stent delivery system (sds) was being advanced, resistance was felt and the shaft fractured in two. The stent had not exited the guide catheter. The sds (including guide catheter and guidewire) was removed. The procedure was then completed by reintroducing the guide catheter and guide wire and deploying another 2.75x12mm liberte stent. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer - the stent delivery system (sds) was separated at the hypo-tube 77cm from the hub. The balloon was tightly folded with the stent in between the markerbands. Further inspection presented no other damage or irregularities. Function testing was performed with a .014 guidewire. The guidewire was back loaded through the tip of the returned device, no resistance was noticed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, a shaft fracture occurred. The lesion being treated was located in the obtuse marginal (om). The physician attempted to advance the 2.75x12mm liberte stent over the guide wire and through the guide catheter. As the shaft of the stent delivery system (sds) was being advanced, resistance was felt and the shaft fractured in two. The stent had not exited the guide catheter. The sds (including guide catheter and guidewire) was removed. The procedure was then completed by reintroducing the guide catheter and guide wire and deploying another 2.75x12mm liberte stent. No patient complications were reported and the patient's status is good.